Manufacturer narrative:
Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be process and considered accordingly. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the family that the patient with an implantable cardiac defibrillator died of a massive heart attack. The family stated the patient was shocked ten times and they knew the patient had a "defective" device and were not sure if it played a factor in the death. The device remained in the patient however it was later revealed that the family did a remote transmission three days after the death. No further information has been received at this time.